Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failures were confirmed and error code e222 was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the receiver module a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flickering, and noise is generated in the image were caused by failure of the receiver module should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the subject device had intermittently flickering video image with severe noise and the system showed camera head communication error e222. The issue occurred during inspection for use before the patient room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.